Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they got a button error alarm. The caller also reported of a past event where the customer¿s blood glucose level was over 400 mg/dl. They treated the high blood glucose with a set change. Troubleshooting for the high blood glucose was not performed due to the customer not being present and the condition of the insulin pump. They have been treating with a back-up plan since the button error occurred. They were unable to observe if the time on the insulin pump¿s clock advanced because they had already removed the battery. However, the customer stated that the time was off by about 2 hours. The insulin pump also did a self-test with a battery change. The device will be returned for analysis.